Event description:
Pinnacle products revised (B)(6) 2014. Head and liner pinnacle products revised on (B)(6) 2014. (B)(4). Asr products were originally implanted (B)(6) 2009 in (B)(6) and replaced with pinnacle products (B)(6) 2013. Head and liner revised (B)(6) 2014. Patient is fairly tall and slim. Update rec¿d 19 feb 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records provided the patient was also revised to address clicking and subluxating. Upon revision alval and corrosion on the taper adaptor were found. Also, the cup was found to definitely not be loose. At the time of revision the patient's head, liner, and two acetabular screw were revised. At this time the patient's femoral stem, head, liner, and two screws are being reported. Doi (cup, head, liner, screws, and hole eliminator): (B)(6) 201.3 doi (stem): (B)(6) 2009. Dor (head, liner, and two screws): (B)(6) 2015. The complaint was updated on: 03/16/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.